Event description:
Caller reported a malfunction on the pump with a resettable malfunction code. The issue's impact on the customer's blood glucose level was unknown, as the customer declined to answer whether levels exceeded 500 mg/dl. Technical support provided assistance on resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.